Manufacturer narrative:
The customer's meter and test strips have been requested for investigation. A follow up report will be submitted if the products are received.

Event description:
A customer's brother reported a complaint of high readings on a freestyle flash meter. The customer took more insulin based on a reading of 14.4 mmol/l obtained on the meter. The customer's brother found the customer having a seizure and called an ambulance. The customer was taken to the hospital and given a glucose injection. There are no other readings available as no comparison tests were performed.